Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including mesh removal surgeries in 2007 and on (B)(6) 2013, due to urinary leakage, vaginal bleeding and discharge, infections, and nerve damage. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2003 along with tvh/bso and cystoscopy due to sui, cystocele and urethral hypermobility. Mesh revision/removal was done in 2007 and on (B)(6) 2013.